Event description:
It was reported that a piece of the guidewire broke off inside the vertebral body. The broken piece was unable to be removed and was left inside the patient. There are no plans for a second surgery to remove the piece at this time. No other patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed the breakage. The product analysis showed that allowing bone to wedge in between the wire and the tap cannula, effectively jamming the wire in the place, when the tap was removed, it was not pulled straight out, and in the removal process, the wire broke.